Event description:
In late 2010, patient underwent left nipple sparing simple mastectomy and thoracoabdominal flap advancement for closure w/ biopsy at base of nipple and right nipple sparing mastectomy w/ right thoracoabdominal flap closure and immediate reconstruction of breasts with bilateral implants and xenograft placement. She presented w/pre-op dx of papilloma w/hyperplasia on right side and background proliferative breast disorder. Approximately 5 months later, she returned for bilateral breast implant exchange as she felt her breasts were uneven in size and too small. Following left dissection and removal of left implant, an incidental small defect of the left implant was noted. The implant was sent to risk management and then to pathology for gross examination. The pathology report reflects several small air bubble appearing areas identified that measure up to 0.7cm. Adjacent to the air-appearing bubbles, one slightly roughed area on the outer surface is identified.